Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received compounded baclofen (2000mcg/day, unknown dose) in an implantable pump for an unknown indication for use. The patient had a history of multiple sclerosis. It was reported a baclofen overdose occurred. The patient experienced the inability to accurately use their limbs, disorientation, and dizziness. The baclofen (2000mcg/ml) was discarded from the pump, the catheter was "purged", and baclofen (1000mcg/ml, 48mcg/day) was added to the pump. The reported environmental/external/patient factors that may have led or contributed to the issue indicated the baclofen overdose was due to the hcp ("hp overdosed baclofene un pump"). The status of the patient was stated to be alive and with no injury. The issue was considered resolved as of (B)(6) 2017. No surgical intervention was required; pump remained implanted. No further complications were reported/anticipated. Additional information was received. The overdose occurred after implant. The suspected cause of the overdose was the clinician decided not to dilute the drugs and started therapy at 96 mcg/day. The clinician received new programmer application cards in (B)(6) 2017.